Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019 -01783. The subject maj-1500 has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. Based on device investigation results of similar events reported in the past, the pin was likely broken due to degradation and excessive force. The instruction manual provides of maj-1500 provides warnings and how to inspect the device prior to use as follows. Warning over time, the connecting tube will deteriorate because it is subject to wear with each use. If any of the following are found with the connecting tube, do not use it and replace it with a new one. Connecting a defective tube could prevent the effectiveness of the cleaning and high-level disinfection process. Inspection visually inspect the pin of the connecting tube to ensure that there are no bends or breaks.

Manufacturer narrative:
The subject maj-1500 has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc will investigate the subject maj-1500 to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The local field service engineer reported that the pin of the equipment side connector of the subject maj-1500 was broken. The user think that the above thing have effect on the reprocess of the endoscope after (B)(6). The user performed the unspecified endoscopic procedures for the following patients of the infections. (B)(6): 2 persons. Colon infection : 1 person. After that, the user performed the unspecified endoscopic procedures on another patient with the endoscope used for the infected patient. The user will conduct on infection test on the subject patient. There was no report of the patient injury other than above.